Manufacturer narrative:
Additional devices implanted and/or related to this event: tsb122006c/ (B)(6), UDI# (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® ascending stent graft in the treatment of lesions of the ascending aorta (asg device): on (B)(6) 2024, the patient was implanted with gore® tag® thoracic branch endoprosthesis (tbe), and the gore® asg device. A gore® tag® conformable thoracic stent graft with active control system was used for the procedure. The patient was being treated for an aortic aneurysm involving the visceral vessel(s). Reportedly on (B)(6) 2025, follow-up imaging, there was 34.8mm of aneurysm growth in the treated area. Event is ongoing. Maximum total diameter of the aneurysm/lesion (B)(6) 2024) within the treated segment: 42.9mm. 6 month follow-up (B)(6) 2025) maximum total diameter of the aneurysm/lesion within the treated segment: 77.7mm (34.8mm growth). Core lab baseline maximum total diameter of the aneurysm/lesion (B)(6) 2024) within the treated segment: 75.4mm. Core lab 6 month follow-up (B)(6) 2024) maximum total diameter of the aneurysm/lesion. Within the treated segment: 75.2mm (-2.5mm reduction).

Event description:
Core lab 6 month follow-up ((B)(6) 2025) maximum total diameter of the aneurysm/lesion within the treated segment: 75.2mm (-2.5mm reduction).

Manufacturer narrative:
Correction section b.